Event description:
Reportedly, the pacemaker involved in this MDR report was found a battery impedance at 11 kohm after 3.5 years of implantation; in addition, the pacemaker switched to standby mode. The ventricular threshold was at 1.75 v and the ventricular pacing amplitude programmed at 4v. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.